Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 4x15/142p palmaz blue on aviator plus balloon expandable stent delivery system (sds) could not be opened. Another unknown palmaz blue stent was used. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU), with no damage noted to the packaging or device. The balloon was able to be inflated, and the stent was deployed but was under expanded and subsequently removed. Post sds removal from the patient the stent was then deployed. There was no difficulty tracking through the vasculature prior to reaching the lesion; however, difficulty was experienced while tracking to the lesion using a contralateral approach. The target vessel was calcified with 80% stenosis and no tortuosity, acute angle, bifurcation, or chronic total occlusion, while the access vessel showed no calcification, tortuosity, acute angle, or bifurcation. The operator was trained, and no cordis personnel were present. The same indeflator had been used successfully with other devices. No anomalies were noted during inflation under positive pressure, the device was not prevented from inflating, inflation reached 8 atm with no loss of pressure indicated, and no leakage was observed. The device was not returned for evaluation as expected.